Event description:
The reviewed literature article contained preliminary results of a randomized, parallel, open label trial involving the study of 42 pts with idiopathic normal pressure hydrocephalus. According to the article, 26 of the pts were treated with a ventriculoperitoneal shunt, and 5 of these 26 pts developed a subdural hematoma. The article states that these 5 pts underwent an additional surgical procedure to replace their implanted shunt, and that all 5 pts had a favorite 12-month outcome.

Manufacturer narrative:
The products were not returned. Therefore, an evaluation of their performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All valves are 100% tested at the time of manufacture.